Manufacturer narrative:
This medwatch report is being voided as upon further review of the information provided, there has been no alleged deficiency with the previously reported device. Should any additional information be provided, the file will be reviewed and updated accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? What is physician¿s opinion as to the etiology of or contributing factors to this event? What medical treatment was provided for the adhesive small intestine obstruction? Where was the interceed specifically used in this event? Was hemostasis achieved prior to the application of interceed? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a partial colectomy procedure on (B)(6) 2016 and the absorbable adhesion barrier was used under the small surgical incision on the greater omentum. On (B)(6) 2016, the patient experienced adhesive small intestine obstruction. At same day, x-ray test confirmed the fluid level accumulation with small bowel expansion/small intestinal gas expansion. The patient was re-hospitalized or hospitalization was extended. The patient was placed on npo and medical treatment. The patient recovered and it was confirmed on (B)(6) 2016. The patient was discharged from the hospital on (B)(6) 2016. The doctor opined that obstruction had non-serious/moderate/minor level of seriousness and does not have a causal relationship with absorbable adhesion barrier or procedure. Additional information has been requested.